Event description:
The customer reported that upon deployment of the first vasoseal vhd collagen plug, the vasoseal sheath separated from its hub. A cutdown procedure was performed to close the site and no resulting complications were reported. The product was returned to datascope for evaluation.